Event description:
A 30g ophthalmic irrigating cannula separated (unconnected) from a luer lock syringe during cataract surgery. Patient required a vitrectomy and recovery before further surgery.

Manufacturer narrative:
The device in question was requested for our investigation but was not available. Our manufacturing records indicate that a total cannula were manufactured in this lot. Also, a total cannulas with other manufacturing lots were manufactured from the same raw materials that included the same luer hub. All hurricane medical products utilize 6% luer lock hub. Our quality records indicate that the cannulas in question met all specifications during incoming inspection, and once again inspected as a finished hurricane medical product according to the specifications of the applicable device master record and that includes compliance to iso, conical fittings with a 6% luer taper. There were no other complaints of this nature for the referenced product lot of 35,000 cannulas nor from the total cannulas manufactured from this raw material lot. In fact, there has never been a complaint of this nature for any hurricane medical product in the history of the company. Therefore, our findings suggest that this isolated incident may have been caused by human error. It is possible that the surgeon did not properly attach the cannula to the syringe before use. Also, nothing is mentioned about the brand or condition (damaged from reuse) of the syringe used and if it contained a 6% luer taper. Last, the irrigating cannula in question may have been reused.